Manufacturer narrative:
A product investigation was completed: during functional test, we were not able to reproduce the reported problem. For this complaint, only the connecting screw 03.010.404 was sent for investigation. Involved insertion handle and nail were not received. Therefore we only can check the received part. During functional test, we were not able to reproduce the reported problem. The complained connection screw could be attached and detached to the nail without any problems. It was easy to connect the parts and no other tool was needed for this procedure. There are some signs of hard contact with the insertion handle visible on the shaft of the screw; this may indicate that the parts were blocked during procedure. We are not able to identify the root cause of this; maybe some residues coming from the surgery have caused this. Reviewing device history records shows that this lot was released in may 2012 after faultless final inspection. The complained connecting screw was used several times without any problems. No manufactured related issue could be detected. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Release to warehouse date: may 03, 2012. Supplier: orchid unique. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that an expert tibial nail was applied from the entry above the patient's patella during the surgery for fracture of distal diaphyseal tibia on (B)(6) 2016. The nail (the diameter: 10mm) was inserted into the tibia after reaming intramedullary (the diameter: 11mm). The surgeon was manual inserting the nail and it became difficult when passing through the narrowest part of the medullary canal of the tibia. The surgeon gently hammered the nail; at this point, the nail was over-inserted for 15mm. The surgeon tried to detach the cannulated connecting screw from the insertion handle to insert and lock the end cap after the proximal locking screws were fixed; however, the connecting screw was not able to detach due to the firm attachment part. Eventually, a screwdriver and wrench from the etn instrument kit was used and they were able to remove the connecting screw. However, the surgery was extended for fifteen (15) minutes due to the event. No adverse consequences were reported. This is report 1 of 1 for (B)(4).